Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a; explant date {n/a} continuation of d10: product ID {post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following the implant of a transcatheter valve in a previously implanted non-medtronic surgical aortic valve, a paravalvular leak (pvl) was observed and a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced. Subsequently, the post-implant bav grabbed the outflow of the transcatheter valve and the valve dislodged. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 2 mm. After valve dislodgement, the implant depth on the ncc was -10 mm, and the implant depth on the lcc was -10 mm. Per the physician, the post-implant bav caused the dislodge. Following the implant procedure, the patient underwent surgery at a different hospital to explant the transcatheter valve, and a surgical tissue valve was implanted in the aortic position.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following the implant of a transcatheter valve in a previously implanted non-medtronic surgical aortic valve, a paravalvular leak (pvl) was observed and a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced. Subsequently, the post-implant bav grabbed the outflow of the transcatheter valve and the valve dislodged. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 2 mm. After valve dislodgement, the implant depth on the ncc was -10 mm, and the implant depth on the lcc was -10 mm. Per the physician, the post-implant bav caused the dislodge. Following the implant procedure, the patient underwent surgery at a different hospital to explant the transcatheter valve, and a surgical tissue valve (avalus ultra bioprosthesis) was implanted in the aortic position. Additional information was received to report a non-medtronic (safari) guidewire was used and the starting point of deployment was at the bottom of the pigtail catheter. Prior to performing the post-implant balloon dilation moderate-severe pvl was noted. The valve dislodged aortic. Per the physician, the existing surgical valve with pannus formation was a contributing cause of the dislodgement.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. However, evidence supports that the patient had a previously implanted surgical aortic valve with significant aortic regurgitation/paravalvular leak. Fluoroscopy valve load inspection was performed and confirmed a good load. The valve was deployed on the first deployment attempt at a depth of 2mm below the radiopaque margin of the surgical valve, and the angiogram revealed aortic regurgitation/paravalvular leak that required intervention. Of note, the images reveal that the guidewire was withdrawn from the left ventricle and images of the guidewire re-advancement were not captured. A post implant dilatation was performed to manage the aortic regurgitation/paravalvular leak. Fluoroscopic evidence supports that during the post implant dilatation the guidewire and balloon had been possibly advanced through one of the outflow crowns. During the balloon inflation, deformation of the outflow is visible. During balloon withdrawal of the balloon the valve dislodged aortic. As the balloon continues to be withdrawn, the valve rotated sideways in the aorta and the outflow appeared deformed. Eventually, evidence supports that the balloon was removed but the valve appeared deformed and stuck in the aortic arch. It was reported that the patient had the valve explanted and a surgical aortic valve implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.